Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that reached 370 mg/dl for treatment, the patient was put on a intravenous (IV). The pod was worn between 4 and 24 hours on the abdomen. The patient had high ketones and was discharged on the same day.

Manufacturer narrative:
Initial inspection of the returned pod found the exposed portion of the soft cannula to be kinked. Fluid path testing showed that fluid could flow freely through the complete fluid path even though the soft cannula was kinked. Leak testing revealed a tear in the exposed portion of the soft cannula, resulting in an external leak. It could not be determined when this damage occurred. The download data from the pod contains no hazard alarms, timeouts, or drive stalls, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed during the investigation.